Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation of the device showed the distal anchor was not returned. The distal plug and proximal anchor area still in place. A material assessment could not be performed due to the part not being returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A clinical review states all the broken anchor pieces were retrieved from the patient and that the procedure was completed with a changed surgical technique from arthroscopic to open procedure. Although requested the operative report was not provided for review. All documents and images provided as of this date have been reviewed and considered, and unless noted, do not contribute to the clinical/medical investigation. The device IFU does caution that ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device.¿ the patient impact beyond the reported modified surgical procedure could not be concluded; although the change to an open procedure increases the patient risk for post-surgical complications. The root cause could not be established since the distal anchor was not returned for evaluation. Factors that may have contributed to the reported event include not maintaining inserter alignment throughout insertion to ensure implant integrity. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that during a rotator cuff repair, the distal anchors of two healicoil knotless broke while inserting into the bone hole. All the broken pieces were removed from the patient. The procedure was completed by changing the surgical technique from arthroscopic to open procedure, with 15 minutes of surgical delay. No further complications were reported.